Event description:
Quarterly report from facility indicates that a patient with a mets distal femur required amputation due to infection. Patient 1 of 2.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.